Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarm a39 . Customer's blood glucose was 303 mg/dl. The customer was treated with manual injection. The customer alarm did not occur during the rewind/prime sequence. The customer was unable to program any bolus. The customer stated that the bolus amount was not recorded in the bolus history. The customer was rewinded more than twice. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 303 mg/dl. The customer stated that the device was not dropped or bumped and battery cap is not loose, cracked or damaged. The customer stated that this is second occurence of the off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported that the insulin pump alarm constant tone.

Manufacturer narrative:
The pump was received with a full black screen due to a faulty component on the interface board. No constant beeps noted. Unable to verify off no power or other alarms, or perform the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the full black screen. The pump had minor scratches on the display window.